Event description:
It was reported that during preparation, prior to use, the distal shaft of a 3.5 x 20 mm nc trek was found to be kinked just proximal to the balloon. The device was not used. Another catheter was successfully used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the inner member was separated at the proximal end of the proximal balloon marker.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was not confirmed; however, there was a separation at the proximal balloon marker. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.